Event description:
It was reported that bd intima-ii 20gax1.16in prn slm npvc clamp damaged the patient fainted and underwent a coronary artery CT scan at 16:00 on (B)(6) 2024. The contrast agent was injected using an indwelling needle. During the puncture, it was found that the small clip of the indwelling needle had cracks, which caused the indwelling needle to be unable to be used normally. It has been replaced.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 3171621. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.